Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels for three weeks starting around (B)(6) 2022. The lowest bg level reported was "low" on the glucose monitor, and the cause was not known. Customer consumed carbohydrates and inhaled glucose to address bg. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.